Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to go on-site, but confirmed via phone that the system was in use and no issues had been reported. The reported complaint was not confirmed based on current information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the handheld bovie instrument fired while undocked. The clinical sales rep (csr) power cycled the generator and there were no injuries. The intuitive tech support engineer (tse) inquired if the external foot pedals within the vision side cart (vsc) drawer were engaged. The csr was not sure, and requested the issue be escalated to intuitive field service. The tse reviewed the system logs and found multiple activation requests.